Event description:
The consumer was going down a hill on the sidewalk when the casters allegedly started fluttering and then stoppped suddenly, causing the consumer to "fly" out of the chair, allegedly breaking his nose.